Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported post-operative infection cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted on 13-oct-2021 and a review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the device logs for the force bipolar instrument (part # 471405-06, lot/serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used on (B)(6) 2021 via system serial # (B)(4). There were 1 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in subsequent procedures, as noted by the customer. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after a da vinci-assisted benign total hysterectomy surgical procedure, the patient allegedly experienced a post-operative pelvic infection. As a result, the patient was treated with antibiotics. Although the site initially alleged the force bipolar instrument used during the procedure was possibly a contributing factor, follow-up information confirmed that the cause of the post-operative infection is unknown. Moreover, the surgeon confirmed the same instrument had been used in subsequent procedures with no infection reported. The post-operative infections have not been limited to da vinci-assisted surgical procedures and occurred with traditional laparoscopic procedures and open surgeries. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The actual event date was not provided. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that after a da vinci-assisted benign total hysterectomy surgical procedure the patient allegedly experienced a post-operative pelvic infection. It was stated that the force bipolar instrument used during the procedure was possibly a contributing factor. The patient is reported to be recovering well. On 06-oct-2021, intuitive surgical, inc. (Isi) contacted the surgeon, an associate professor, department of obstetrics and gynecology, and obtained the following additional information regarding the reported event: on post-operative day # 13, the patient presented with a post-operative pelvic infection and was treated with antibiotics. The surgeon stated that the cause of the infection is unknown; however, it is not related to the force bipolar instrument and the same instrument has been used in subsequent procedures with no infection reported. The customer has performed 300 da vinci procedures at the department of obstetrics and gynecology in the university, and there have been almost no infections until now. ¿it could be related to others consumable.¿ the surgeon confirmed the following: the hysterectomy was for endometrial cancer. The excised tissue was removed from the umbilical region. No bowel injury was reported that could have led to an infection. Blood tests, CT scans were conducted to identify the source of the infections. The postoperative pelvic infection was not caused or contributed by the da vinci system, an instrument, or accessory. The blood culture was negative. No history of change with the site¿s instrument cleaning or sterilization methods. Other surgeons at the site encountered similar post-operative infections. The post-operative infections have not been limited to da vinci-assisted surgical procedures and occurred with traditional laparoscopic procedures and open surgeries. The patient is recovering well. The patient did not have any significant medical history such as: no underlying disease, no allergy, no smoking, alcohol intake (small amount), normal liver and kidney function. Due to fever, bacterial culture was performed on (B)(6) 2021, but the result was negative.